Event description:
Procedure for the repair of an abdominal aneurysm was performed in 2004. During the initial procedure, a distal type I endoleak was viewed on the contralateral iliac leg graft. Interventional measures were taken to exclude the aneurysm, but final angiogram showed no resolve to the endoleak. Procedure was concluded with plans to monitor the endoleak during a follow-up exam. A month later, CT showed the endoleak was still evident. In order to resolve the endoleak, the physician deployed iliac leg extension in the contralateral limb of the main body graft, above the location of the contralateal limb check mark. An iliac leg graft was then deployed inside the iliac leg graft, overlapped with the extension, landing just proximal to the origin of the left hypogastric artery. Devices all obtained a good seal at the junction and fixation sites, with a clear resolve of the endoleak. Please refer to 1820334-2004-00217.